Event description:
The event is reported as: customer alleges: pt became critical postoperatively and was rushed to the operating room to be reopened. The physician discovered a medium clip had fallen off a large vessel of the harvested saphenous vein graft, during a CABG procedure. Pt has fully recovered according to the physician and has been discharged.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. MFR will continue to trend relating complaints.